Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that displayed as high on the continuous glucose monitor. Cause was not known. A correction injection via mdi was administered to address the high bg. Customer continued to use the pump for insulin therapy.